Event description:
The pt was implanted with device low bleed gel on 10/30/95. Subsequently, it was noted that the pt had developed breast pain, irritation and asymmetry in her right breast. The MFR will request the return of the device for evaluation purposes and will continue its investigation of this occurrence.